Manufacturer narrative:
Richard wolf (B)(4) performed endurance testing over a 12 day period. No error occurred during endurance testing. (B)(4) considers this report closed, a follow-up report to be submitted if any additional information received. Richard wolf medical instruments corporation (rwmic) submitting report on behalf of richard wolf (B)(4)(manufacturer).

Manufacturer narrative:
Richard wolf (B)(4) investigation/evaluation currently in process. (B)(4) considers this report open, follow-up report to be submitted once investigation is complete. (B)(4).

Event description:
During videothoracoscopic lobectomy, after 1 hour of use, it was not possible to distinguish the anatomic structures. Despite the replacement of fiber light cables and scopes, as it was not possible to safely continue the surgical procedure, it was necessary to carry out a thoracotomy, thus remarkably increasing the trauma to the patient. The procedure was completed through a thoracotomy. Increase of post-op pain, surgical scare larger (15 cm) than the usual 3 small thoracoscopic accesses.